Event description:
Tachycardia therapy was reprogrammed to on and no further intervention was planned. The device will continue to be monitored, and the patient was stable with no adverse consequences. Related manufacturer report number: 2938836-2017-33345.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up appointment, episodes of non-sustained ventricular oversensing were noted. One episode of inappropriate anti-tachycardia pacing due to oversensing was also noted. Tachycardia therapy was disabled. The patient is stable and will be monitored.